Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported patient effects are a known inherent risk of the procedure and the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Updated case description: it was reported that it was a procedure to treat a lesion located in the obtuse marginal (om) branch of the circumflex artery that was heavily tortuous, moderately calcified and 90% stenosed. Pre-dilatation was performed with non-compliant balloons. A guide catheter extension was used as support for advancement of the abbott implant delivery system. During advancement of the delivery system to the lesion over the whisper es guide wire, it was observed that the guide wire had migrated into a small inferior branch of the om causing a perforation. The perforation was initially controlled with balloon inflations however fat embolization was observed. An immediate hemodynamic collapse occurred requiring pericardiocentesis. The patient deteriorated and emergency cardiac surgery was performed to treat the perforation. The patient was transferred to base hospital and discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the circumflex artery. During advancement of the implant delivery system to the lesion over the whisper es guide wire, it was observed that the guide wire had caused a perforation. The bleeding was controlled and the patient was discharged. No additional information was provided.